Event description:
The customer reported that while a nurse was trying to take the IV pole stand away, the stand got caught up in the ECG lead cables connected to the monitor and caused the monitor to come off of the mounting arm falling down. No pt harm was reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.